Event description:
Per the clinic, the patient experienced a loss of connection to the internal device and "open circuit were noted on 15 electrodes" subsequent to sustaining a head trauma. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on march 15, 2023.